Event description:
It was reported that this right ventricular (rv) lead exhibited gradually low pacing impedance. The impedance values consistently stayed out of range. There were noisy signals that were reproduced while doing provocative maneuvers while manipulating the connection and can area. The amplitudes and thresholds remained stable. The plan is a revision of the device system. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).